Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to remove was confirmed as the device was returned with the guide detached. Based on the returned device condition, the reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath, after a coronary interventional procedure. Reportedly, the first proglide device was difficult to removed, but eventually could be removed. A second proglide device was used, but could not be removed from the patient anatomy. A vascular surgeon was call in and a cut-down was performed and the artery was sutured closed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.